Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion with moderate calcification was located in the moderately tortuous left anterior descending artery. On the first inflation, the 2.0x8mm quantum maverick monorail balloon ruptured at 20 atmospheres. The balloon was removed intact. The number of inflations is unknown. The procedure was completed with a 2.25x8mm quantum maverick balloon. The patient's status is good with no complications reported.

Manufacturer narrative:
Product analysis verified the reported balloon burst/ruptured stated in this complaint. The balloon catheter was returned in a deflated state. Contrast was present in the balloon and distal outer. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located on the edge of the distal markerband extending proximally down the balloon .05 centimeters. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material and with the ro markers that could have contributed to the leak. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context due to the performance of the device being limited by interaction with other devices, interaction with patient anatomy or other procedural factors.